Event description:
Revision six months postoperatively due to humeral head disassociation from the replicator plate.

Manufacturer narrative:
Returned devices are currently undergoing engineering eval.